Event description:
A post-operative patient was being admitted. The nurse turned on an infusion pump for use, and the pump displayed a message alert stating "pump failure." The pump was removed from the room.